Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Additionally it seems that the reference electrode was embedded in bone, which might have contributed to the lack of benefit. The other damages found during investigation are contributable to explantation surgery. This is a final report.

Event description:
Patient reported hearing disturbing echoing sounds with the device. After fitting was conducted, patient's performance with the device was reportedly satisfactory. An accident or trauma is not known. The patient was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed an increasing number of channels involved in a short-circuit, as per latest in situ testing, 6 channels were involved. An accident or trauma is not known. Patient reported hearing disturbing echoing sounds with the device. After fitting was conducted, patient_s performance with the device was reportedly satisfactory. An x-ray is planned.